Event description:
According to the reporter, during use, water stains appeared on the peritoneal dialysis tube about 0.5cm away from the titanium alloy. The tube was damaged, and leakage occurred on the end tube. Later the patient was treated at the hospital. Nothing unusual was observed on the device prior to use. A titanium connector of baxter was used together to utilize the device. There was no luer adapter issue. The insertion site was not treated prior to product placement. Tego was not utilized. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action and intervention, the catheter was repaired. The damaged part was cut off, and the external tube connection was replaced. No infection occurred, but anti-inflammatory and preventive treatment was carried out by a health care professional. The procedure was completed after the remedial action. The catheter was in place for 6 years and 8 months. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.